Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the identified photos: broken shell, apparently the unit is missing and labeled left side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of prosthesis".

Event description:
Healthcare professional reported "rupture of prosthesis," "lump of benign features," "discomfort," and "mammary cyst" against the left side device. Device was explanted.